Event description:
The user had experienced loud uncomfortable sounds from his implant towards the end of (B)(6) 2021. The user had removed the external device, taken a break and retried but with the same result. After exchanging the audio processor, the recipient still had unpleasant stimulation.

Manufacturer narrative:
Additional information: in accordance with the information in the recipient report and the manufacturers experience with this kind of device, it is assumed that it is likely in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause a device investigation would be necessary. Explantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturers experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user had experienced loud uncomfortable sounds from his implant towards the end of january 2021. The user had removed the external device, taken a break and retried but with the same result. After exchanging the audio processor, the recipient still had unpleasant stimulation. Prior to january 2021 the recipient was reporting good benefit. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had experienced loud uncomfortable sounds from his implant towards the end of (B)(6) 2021. The user had removed the external device, taken a break and retried but with the same result. After exchanging the audio processor, the recipient still had unpleasant stimulation.